Manufacturer narrative:
Evaluation: cartridge lot number search; injector lot number search; lens work order search. Results: visual inspection of the returned product found the cartridge tip damaged. Visual inspection of the lens found the lens optic torn and one haptic deformed. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation. A cartridge lot number search was performed and no similar complaint was found. An injector lot number search was performed and one similar complaint found. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the lot number searches, the work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the cartridge.

Event description:
The reporter stated the surgeon attempted to insert an 11.5 diopter cq2015 collamer three piece lens but the lens became stuck in the cartridge and tore. There was no pt contact. The reporter stated the cause of the torn lens was due to the cartridge. A back up lens was used with another cartridge and was implanted with no problem.